Manufacturer narrative:
The customer had been provided with a quote for service/ repair of the device that was not accepted. Multiple attempts were made for information on the repair/service of the device that have been unsuccessful.

Event description:
It was reported that the ventilator would not go into standby mode. The issue occurred during setup, with no delay noted. The investigation is ongoing.